Event description:
It was reported that the system had a precharge voltage error. This error will likely prevent the system from booting. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator was evaluated and repaired. The system was tested and found to be working as intended and returned to service.